Event description:
It has been reported to philips that the allura xper fd20 system experienced a geometry module problem. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a problem with geometry module. Upon did some functional test fse confirmed that there is issue with geometry module. The fse replaced geometry module. After replacing the geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected,